Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, cap con unknown grade, skin reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 375cc silicone breast implant experienced bilateral capsular contracture unknown grade, right-sided rupture, and bilateral skin reaction postoperatively. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements with non-mentor sientra prosthesis on (B)(6) 2021. This report relates to the right prosthesis.